Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump fell in the water and cannot be used. The customer's blood glucose reading was unknown at the time of incident. No further details provided.

Manufacturer narrative:
The insulin pump failed the leak test; leaked at a cracked on the back of the pump at the battery tube area and battery tube threads also, traces of corrosion noted at the electronic and motor assembly per our visual inspection. However, the insulin pump powered up properly after battery installation. The operating currents within specifications and passed self-test and displacement test. The power connector plugs in and locked in place properly. The insulin pump was received with cracked case on the back at the battery tube area, cracked battery tube threads, minor scratched lcd window and case.